Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units multiple times after filling the cartridge with insulin during the load process. There was no reported impact to the customer's blood glucose level due to this event; however contact reports that customer sometimes experiences elevated blood glucose levels in the 200s due to stress. During troubleshooting with tandem technical support, customer indicated that the air removal step for previous cartridge may not have been performed. Contact was guided through loading a new cartridge and resumed insulin delivery with issues resolved.